Manufacturer narrative:
Sections have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the motor stall was unknown. The hcp stated the patient had a recent fall but there was no known injury to the pump. A pump reset was attempted three times to resolve the motor stall. A pump replacement has been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving sufentanil (9 mcg/ml at 2.8164 mcg/day), hydromorphone (25 mg/ml at 7.823 mg/day), bupivacaine (3 mg/ml at 0.9388 mg/day), and ketamine (50 mg/ml at 15.647 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that upon interrogation of the patient's pump a motor stall was confirmed to have occurred on (B)(6) 2018 and the tube set with no recovery to date occurred on (B)(6) 2018. It was noted that the patient had not recently had a magnetic resonance imaging performed. The caller stated that she would confer with the managing hcp and the patient. No symptoms were reported. No further complications have been reported as a result of this event.